Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded all three cusps were fibrotically thickened, and contained a thin layer of fibrin and fibrous pannus ingrowth. Calcification and focal outflow thrombus was observed at the base of cusp 3. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification, pannus, thrombus, and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
Two years post-implant of a trifecta valve, the valve was explanted due to the presence of a growth which impeded flow. The explanted valve was replaced with another trifecta valve.